Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction alarm occurred. The customer's blood glucose was 279 mg/dl. The customer was administered a manual injection to address elevated bg. The customer would continue use of manual injections for alternate insulin therapy.